Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. Programming changes were made. The patient was stable throughout.

Event description:
New information received noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition and low pacing impedance. No patient consequences reported.

Event description:
New information received indicated that the right ventricular (rv) lead exhibited persistent noise oversensing despite programming changes were made. The rv lead was explanted and replaced. During the procedure, it was noted that the damage of the insulation under the suture sleeve. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition and low pacing impedance. Isometric test was performed, and myopotentials were seen but not being oversensed. Programming changes were made however the noise oversensing was persistent. The rv lead was explanted and replaced. During the procedure, it was noted that the damage of the insulation under the suture sleeve. The patient was stable throughout.

Manufacturer narrative:
The reported events of noise, low pacing lead impedance and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection and destructive analysis of the lead found clavicle crush damaging the outer and inner insulations and fracturing one filar of the outer coil distal to the suture sleeve tie impression. The cause of the reported events was due to damaged inner insulation consistent with clavicle crush.